Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a left-sided 375cc mentor smooth round moderate profile saline breast implant and a right-sided 350cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced bilateral deflation of her prostheses, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal surgery on (B)(6) 2024. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number (B)(4) for the contralateral event.

Manufacturer narrative:
On april 08, 2024, mentor received additional information. The patient's prostheses were replaced with a right-sided 350cc mentor smooth round moderate profile saline breast implant and a left-sided 375cc mentor smooth round moderate profile saline breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 10, 2024, mentor became aware that information was inadvertently omitted from the revious supplemental report. The patient's prostheses will not be made available to return. The facility in charge of removal indicated that they could not locate the explanted devices. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4) in the previous report, h3. Device evaluated by manufacturer should have been populated with not returned to manufacturer.